Event description:
It was reported that during a procedure, the fluoroscopy tracker would not activate during a procedure. As a result, there was a 25 to 30 minute procedure delay as an alternate tracker was not readily available. The procedure was successfully completed with another tracker; no adverse event was associated with the device.

Manufacturer narrative:
It is not possible to determine the cause of the event without an eval of the device. Add'l info will be submitted if the device is received and the quality investigation is completed.